Manufacturer narrative:
The pump had unresponsive buttons due to corrosion on keypad trace. The motor error alarm was unable to be verified due to keypad damage. Also, the pump had missing end cap sticker. However, motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No moisture damage found on electronic assembly and motor.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was over 600 mg/dl. The customer states they tried to treat with bolus, but received the motor error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.